Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found the sample syringe had malfunctioned. The fse replaced the sample syringe (part number zm01100) to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Sex: patient demographic information was not provided. Weight: patient demographic information was not provided. Ethnicity: patient demographic information was not provided. Customer phone #: (B)(6).

Event description:
The customer reported false high glucose patient results were generated on the au480 clinical chemistry analyzer. The results were not released from the laboratory. There was no report of change to patient treatment, injury or death associated with this event.